Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 1 year, 4 months due to perivalvular leak. Per the health care provider, the explant was procedure related and not related to any device malfunction. Based on the op report, the aortic valve was exposed. The subject valve shows no evidence of tissue degeneration, calcification or perforation. The area of perivalvular leak was under left coronary ostium towards the commissure between the left and right coronary sinuses. One could demonstrate the area of leakage by passing a right angle clamp through it. In this area the annulus of the aortic valve was completely detached from the rest of the aortic wall, suggesting that the aortic annulus was torn up. It was detached from the original surgery. A decision was made to downsize from the original 23 mm, to a 21 mm valve. Special attention was paid at the side of the prior perivalvular leakage was located. This area was completely lacking fibrous annular tissue and the only thing that was left was normal endocardium and myocardial itself. A new 21 mm edwards valve was lowered and sutured. The area of concern was again tested by passing a fine tipped right angle clamp. Again, there was a defect found. Obviously, the sutures cut through the flimsy tissues of endocardium and myocardium. To repair this, a larger sized pledget was used. Aortotomy was closed and the patient was weaned from bypass without difficulty. The patient remained in stable condition and was transferred to the cardiac care unit.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the root cause of this event cannot be confirmed. However, the op report documents that the patient's aortic annulus was damaged at the time of the original surgery on (B)(4) 2011. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. The sample device is currently being requested for analysis. A supplemental MDR will be submitted if any new information is received.